Event description:
Event verbatim [preferred term] burns on her skin where the heatpad had been laying/burning sensation on her skin [application site burn], narrative: this is a spontaneous report from a contactable consumer reported for his wife. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number ad3823, expiration date aug2021, via an unspecified route of administration from (B)(6) 2019 at unknown dose for muscle spasms. Medical history and concomitant medications were not reported. The patient suffered from muscle spasms for many years and one of the most effective products for relief was thermacare heatwraps, when they heard about the recall on this product, they checked their supply and none of the packages were from the affected lot. On (B)(6) 2019, the patient used a heatwrap to relieve a muscle spasm. After a couple of hours, she felt a burning sensation on her skin in (B)(6) 2019. Further investigation revealed burns on her skin where the heatpad had been laying. They removed the heatwrap immediately and applied neosporin to the burns. They saved the heatwrap, the packaging, and photos of the burns. Device was available for evaluation. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The evaluation of the consumer returned sample did not provide any further evidence as to why the consumer received a burn. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: batch ad3823 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this citi customizable search for the subclass of adverse event/serious/unknown for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh products. Severity of harm was s3. Site sample status was received at the site on 13aug2019. Return sample evaluation: one lbh wrap - wrap shows evidence of wear. No obvious defects. One lbh pouch - pouch is opened by consumer, no obvious defects. (L) ad3823 30sep exp aug2021 17:14. One coded flap from carton and the upc flap from the carton. (L) ad3823 30sep exp aug2021 17:16. Follow-up (05aug2019): follow-up attempts are completed. No further information is expected. Follow-up (04oct2019): follow-up attempts are completed. No further information is expected. Follow-up (03sep2019): new information received from the product quality complaint group includes investigational results. No follow-up attempts are possible. No further information is expected follow-up (16sep2020): new information received from the product quality complaint group includes updated investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The evaluation of the consumer returned sample did not provide any further evidence as to why the consumer received a burn. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: batch ad3823 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this citi customizable search for the subclass of adverse event/serious/unknown for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh products. Reasonably suggest device malfunction was no. Severity of harm was not applicable. Site sample status was received at the site on 13aug2019. Return sample evaluation: one lbh wrap - wrap shows evidence of wear. No obvious defects. One lbh pouch - pouch is opened by consumer, no obvious defects. (L) ad3823 30sep exp aug2021 17:14. One coded flap from carton and the upc flap from the carton. (L) ad3823, 30sep, exp aug2021 17:16.

Event description:
Event verbatim [preferred term]. Burns on her skin where the heatpad had been laying/burning sensation on her skin [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer reported for his wife. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number ad3823, expiration date aug2021, via an unspecified route of administration from (B)(6) 2019 at unknown dose for muscle spasms. Medical history and concomitant medications were not reported. The patient suffered from muscle spasms for many years and one of the most effective products for relief was thermacare heatwraps, when they heard about the recall on this product, they checked their supply and none of the packages were from the affected lot. On (B)(6) 2019, the patient used a heatwrap to relieve a muscle spasm. After a couple of hours, she felt a burning sensation on her skin in (B)(6) 2019. Further investigation revealed burns on her skin where the heatpad had been laying. They removed the heatwrap immediately and applied neosporin to the burns. They saved the heatwrap, the packaging, and photos of the burns. Device was available for evaluation. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, " burns on her skin where the heat pad had been laying burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the ninth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this citi customizable search for the subclass of adverse event/serious/unknown for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh products. Reasonably suggest device malfunction was no. Site sample status was not received. Follow-up (05aug2019): follow-up attempts are completed. No further information is expected. Follow-up (04oct2019): follow-up attempts are completed. No further information is expected. Follow-up (03sep2019): new information received from the product quality complaint group includes investigational results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused, " burns on her skin where the heat pad had been laying burn." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the ninth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend actions taken: based on this citi customizable search for the subclass of adverse event/serious/unknown for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown for lbh products. Reasonably suggest device malfunction was no. Site sample status was not received.

Event description:
Event verbatim [preferred term] burns on her skin where the heatpad had been laying/burning sensation on her skin [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer reported for his wife. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number ad3823, expiration date of aug2021, via an unspecified route of administration from (B)(6) 2019 to an unspecified date at unknown dose for muscle spasms. Medical history and concomitant medications were not reported. The patient suffered from muscle spasms for many years and one of the most effective products for relief was thermacare heatwraps, when they heard about the recall on this product, they checked their supply and none of the packages were from the affected lot. On (B)(6) 2019, the patient used a heatwrap to relieve a muscle spasm. After a couple of hours, she felt a burning sensation on her skin. Further investigation revealed burns on her skin where the heatpad had been laying. They removed the heatwrap immediately and applied neosporin to the burns. They saved the heatwrap, the packaging, and photos of the burns. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.